Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements in the hipot tests were within normal limits, however this lead failed pressure testing due to cuts in the insulation. The microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of noise resulting in an inappropriate shock. Further evaluation was completed with noise unable to be reproduced or any indication of a connection issue. This system was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of noise resulting in an inappropriate shock. Further evaluation was completed with noise unable to be reproduced or any indication of a connection issue. This system was then explanted and replaced. No additional adverse patient effects were reported.